Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Company representative reported via email that he called the customer regarding the insulin pump upgrade and the customer stated that she had been hospitalized twice due to neuropathy and diabetic ketoacidosis. She also stated she is pregnant and has experienced some low blood glucose events during the night. The customer also complained about receiving unexplained no delivery alarms and frequent battery changed on the insulin pump. Blood glucose value is unknown. Customer declined transfer to the helpline.